Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant product: d334drg ICD, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture and high impedance. The superior vena cava (svc) coil of the rv lead was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.